Event description:
Healthcare professional reported "patient interested in exchanging her implants". Later, reported "she does currently have textured implants". Later, healthcare professional reported "possible rupture and exchange from textured to smooth breast implant ".this record is for the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: not observed through visual inspection. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis deformation are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, d6b, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "patient interested in exchanging her implants". Later, reported "she does currently have textured implants". Later, healthcare professional reported "possible rupture and exchange from textured to smooth breast implant ".this record is for the left side. Device remains implanted.